Event description:
The customer stated that she was hospitalized for low blood glucose levels with a reading of 12 mg/dl. Prior to the hospitalization, the customer was treated by the paramedics at home due to a low blood glucose reading of 20 mg/dl. Troubleshooting was performed. Found that the customer had been treating based on her sensor glucose readings without checking her blood glucose first. Found that two boluses were delivered in the middle of the night based on the sensor glucose readings. One of which was 301 mg/dl. The amount of insulin in the reservoir was the same as the status screen. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.